Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event was attributed to user overstress. A design enhancement was implemented to the broach trial to preclude similar events.

Event description:
The broach broke during surgery. There was no adverse consequence for the pt.